Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine was not passing the electrolyte tests. The biomed reported that when they sent the sample off to the lab the results were 0.2 off from the expected value for the calcium measurement. The biomed stated that a fresenius field service representative came out and re-calibrated the acid and bicarb pumps and the balancing chamber. Per the biomed, the samples have been drawn twice since the field service representative has come and the results are the same. Upon follow up, it was confirmed that the test results came back on 11/09/20 within range. The results that previously failed were using lots of naturalyte that are listed on the notification for low conductivity. Per the biomed, the specific lot number is unknown; however, the results that passed were using naturalyte lot 20ltac023, which was not listed on the notification.

Manufacturer narrative:
Plant investigation: since the lot number was unknown, a search was performed for any naturalyte product codes that were sent to the customer within the last three months of the event date. It was found that the only naturalyte codes sent within that timeframe that were within scope of the oregon conductivity issue was 20lxac076. A product history review was performed. A review of the complaint management system identified 1 additional complaint related to conductivity issues with the reported lot. A review of the product inventory records indicated that 4507 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac076 met release specifications. As of 12/03/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain of the reported lot was tested and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac076 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac076 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.